Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tear marks within the channel a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: debris of channel material due to tear marks within the channel a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was debris stuck inside the channel of the gastrointestinal videoscope. The issue was found during a diagnostic endoscopy procedure. There were no reports of patient harm or injury.